Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different guide meters, within 10 minutes: "lo" mg/dl, "lo" mg/dl, "lo" mg/dl, 30 mg/dl, (system 1) and "lo" mg/dl, 97 mg/dl (system 2). The "lo" mg/dl results on the system indicates a result of less than 20 mg/dl. Another test strip vial with the same lot number was used for the 97 mg/dl result. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer's allegation of low results was observed with the returned strips, however further testing of the strips did not identify the cause for the failure. Retention testing is performed for all manufactured lots every 90 days. There have been no failures with this lot.